Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed that there was solution remaining in the bladder. However, as the device was not received for evaluation, a flow rate test could not be performed. The reported condition could not be verified through evaluation of the returned photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused the desired medication. The device failed to deliver all the medication to the patient in the intended infusion time of 96 hours. The device was allowed to run an additional 24 hours after the scheduled disconnection; however, the device failed to deliver the medication even after the additional infusion time. When the patient was disconnected, the estimated remaining volume was 10-15ml. The device contained doxorubicin 88mg, etoposide 556mg (as etoposide phosphate 631.6mg) and vincristine 2mg in 0.9% sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.